Manufacturer narrative:
The d205f7 pacing catheter was returned for evaluation. The customer report of a pacing issue was not able to be confirmed during evaluation. Continuity testing was performed on the distal and proximal ventricular circuits and the distal, central and proximal atrial circuits. There were no open, intermittent, or short conditions observed. As received, back form was cut at the junction between back form and catheter body. The length of cut was approximately 2 mm. No other visible damage or abnormality was observed from catheter body and returned syringe. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- .3c per hemosphere manual. Thermistor circuit was continuous and there were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. Based on the documentation, there is no evidence that indicates that the manufacturing procedures were not followed by the manufacturing personnel. As part of the manufacturing process, 100% of the units go through a leak and flow test as per procedure. However, after performing the backend forming process the unit is verified for flash, and it is removed with blades. Therefore, this failure could be potentially related to manufacturing. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that appropriate pacing waveform was not displayed on an electrocardiogram ECG using a d205f7 swan ganz pacing catheter and it was unable to pace during use. The issue was not resolved by repositioning the catheter. The following information was unavailable the phase when the catheter was unable to pace what kind of surgery examination the catheter was used for whether the patient had cardiac conduction defect or whether the catheter was replaced. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The device history review has not been completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.